Event description:
No further information was available from the healthcare professional regarding this event.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the emergency room and was ¿just admitted to one of the services¿.

Event description:
It was reported the patient was in the emergency room (ER) and was ¿concerned about the pump functions¿ and was ¿saying her pump isn¿t working¿. It was reported the health care provider (hcp) in the ER was attempting to interrogate the pump and ¿it sounds like from what I can gather from his interrogation that it probably isn¿t working fine¿. It was reported an x-ray had been performed which sounds the catheter ¿seems to be congruity with everything. It looks like it¿s still attached. It¿s still where it¿s supposed to be¿. It was noted ¿short of a dye study¿ otherwise everything looked fine. The patient hadn¿t had anything done to the pump recently. The hcp was trying to figure out if the patient¿s allegation was her way of saying ineffective therapy however, this was not confirmed. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.